Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies available for evaluation. Hence, no conclusion can be drawn. X-ray image review : product event description lists c5-6 as implanted level. C6-7 is implanted level on x-ray. Single post op ap and lateral image provided. Unclear in images provided where product defect is. Artificial disc appears intact and in good position in c6-7 spine. Root cause indeterminate.

Event description:
It was reported that on an unknown date, post-op, the artificial disc implant broke inside patient, which led to the explant of the disc. No fragment of the broken implant remained inside the patient. Patient complications were reported as unknown.